Event description:
Revision of knee components due to pain. This device is associated with the event initially reported in 1038671-2012-0010, 1038671-2012-0011, 1038671-2012-0012.

Manufacturer narrative:
Patella device was not returned to MFR for investigation. The device history record review provides assurance the part was accepted with conformance to the product requirements.